Manufacturer narrative:
This is a report of a user error where the supply bag fell and disconnected from the homechoice cassette. This is a known cause of the reported alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to place the solution bags on a flat, stable surface and that falling bags can result in a disconnection or leak. It also provides step-by-step instructions for connecting the solution bags. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during peritoneal dialysis therapy, and the patient was connected at the time of the alarm. During troubleshooting, it was discovered that the supply bag fell and disconnected. The technical services representative assisted the patient with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.